Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used to treat a post polypectomy site within the cecum portion of the colon during a colonoscopy procedure on (B)(6), 2011. According to the complainant, prior to use, the clip was tested outside the patient, and the prongs opened and closed without issue. The device was then advanced through the scope and positioned within the patient's cecum. However, after locking onto the target tissue, the clip was not able to be released or reopened. The physician was able to manipulate the device handle and scope to release the clip from the delivery system. The procedure was successfully completed with this resolution hemostasis clipping device. Reportedly, the patient's anatomy was tortuous which resulted in the scope being extremely torqued. Additionally, the user reported that the resolution clip oversheath, which is used to protect the scope and clip during insertion, was removed prior to advancing the device through the scope. There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. However, it was reported that the device was not used past its expiry date. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.